Event description:
It was reported that during a routine device replacement procedure, this pacemaker was attempted to be connected to the chronic leads. However, the pacing impedance measurements on both right atrial (ra) and right ventricular (rv) channels were always high, out-of-range at greater than 3,000 ohms. Also, no capture was observed on both channels. Extensive troubleshooting was performed where the lead terminal pins were removed from the device, cleaned, and re-inserted with no change. Measurements were tried in unipolar and bipolar configurations but the impedance and capture issues could not be resolved. A new pacemaker device was provided and upon connection to the leads normal measurements were observed. No adverse patient effects were reported. The attempted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The header was firmly attached to the device case. The seal plugs were intact and the setscrews moved freely. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the out-of-range pacing impedance measurements or failure to capture that were observed during the device replacement procedure.

Event description:
It was reported that during a routine device replacement procedure, this pacemaker was attempted to be connected to the chronic leads. However, the pacing impedance measurements on both right atrial (ra) and right ventricular (rv) channels were always high, out-of-range at greater than 3,000 ohms. Also, no capture was observed on both channels. Extensive troubleshooting was performed where the lead terminal pins were removed from the device, cleaned, and re-inserted with no change. Measurements were tried in unipolar and bipolar configurations but the impedance and capture issues could not be resolved. A new pacemaker device was provided and upon connection to the leads normal measurements were observed. No adverse patient effects were reported. The attempted device was expected to be returned for analysis.